Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation revision with an unknown mentor implant on an unspecified breast. Post-operatively, the patient suffered breast capsular contracture (baker grade unknown). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The product is still unknown and the common device name and procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.

Manufacturer narrative:
On august 4, 2022, the mentor failure analysis lab received the device for evaluation. On august 12, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 350cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On july 8, 2022, mentor became aware that the suspect medical device was a 350cc mentor memorygel breast implant (catalog: 3503501bc lot: 7683723 sn: (B)(6). Mentor also became aware that the suspect medical device's date of implantation was on april 12, 2019. The capsular contracture was on the left breast and was baker grade IV. On july 13, 2022, mentor became aware that the patient has been scheduled for breast implant removal and unilateral replacement surgery on (B)(6) 2022. On july 22, 2022, mentor became aware that during the revision surgery on (B)(6) 2022, the patient underwent left breast capsulectomy and replacement with a 375cc mentor memorygel breast implant (catalog: 3503751bc lot: 9708784 sn: (B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture.